Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found no image. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed DHR confirms the result, the machine is suitable and the machine is shipped, and the machine is confirmed. This issue is addressed in the instructions for use (IFU): according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier 1, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during procedure. The procedure completed with another device. There were no reports of patient harm.